Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had a catheter replacement. It was later reported that the pump was used to infuse baclofen and hydromorphone. Additional information has been requested, but it was not available as of the date of this report.